Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they had issues with the sensors. The sensor's electrode was shorter than usual. Customer's blood glucose level was 110 mg/dl. The device was not returned.